Event description:
It was reported that the surgeon inserted a cc4204bf collamer plate lens and a haptic was torn during insertion. The lens was removed and another lens was implanted without any patient injury.

Manufacturer narrative:
Visual inspection of the returned product showed that a haptic plate had torn off into the optic and was missing. There was a clear surgical residue on the lens. Conclusion - no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.